Event description:
The consumer stated the center of her tampon pulled out with the string upon removal. She indicated this has occurred on five different occasions. She stated that she had to remove the remaining outer part of the tampon manually. She was able to remove the remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.